Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned and therefore the as reported cannot be confirmed. The as reported will be assigned undeterminable as while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned. H3 other text : device not returned for evaluation.

Event description:
It was reported that during the procedure, the catheter (subject device) inner ptfe lining at the distal portion was found delaminating. The physician completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device not returned yet for evaluation.

Event description:
It was reported that during the procedure, the catheter (subject device) inner ptfe lining at the distal portion was found delaminating. The physician completed the procedure without clinical consequences to the patient.